Event description:
The customer reported that there was no power indication led and the battery was not charging. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the issue was verified. The ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue. The device passed testing and was returned to service. The device remains at the customer site. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.